Manufacturer narrative:
(B)(4). Device evaluation: the condition of a colleague infusion pump with the malfunction of duplicated messages on the main display was confirmed and reproduced during device evaluation. This condition was caused by a faulty main display. The main display was replaced to correct this condition. Additional information: similar reports have been received for the reported problem. The root cause investigation is in progress through mdq-CAPA-(B)(4). A service history review revealed no previous service events were related to the reported condition. This involved a remediated colleague infusion pump with user interface module master software version 6.13.90.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
The facility reported a colleague infusion pump with a malfunction of duplicated messages on the main display . This condition had the potential to interrupt delivery. It is unknown when this condition occurred. According to the hospital representative, there was no patient involvement. No patient injury or medical intervention had been reported related to the device. No additional information is available. The user interface module software version of this device is currently unknown.